Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted dilated left atrium and enlarged atrium. The steerable guide catheter (sgc) could not be fully inserted into the groin due to resistance was felt. A decision was made to stop insertion. Fluoroscopy showed the sgc shaft material became split. The sgc was removed from the patient and the procedure continued with a new sgc. Then a clip delivery system (cds) was advanced to the mitral valve. It was noted that visualization of the clip was extremely difficult due to a previous mitral valve surgery. The clip grasped both leaflets without issue despite visualization issues of the posterior leaflet. The clip was deployed; however, seconds later, the clip then became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Therefore, a second clip was deployed to stabilize slda. The physician stated that bad leaflet insertion due to the visualization issues was the cause for the slda. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) was due to the reported difficult imaging. The reported image resolution poor was due to challenging anatomical conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.